Event description:
Pt states cadd legacy pump (B)(4) has a service due message on the screen. We are replacing the pump and sending a return box. No interruption in therapy. It happened when she started the pump. Pt switched to back up pump. Reported to (B)(6).